Event description:
Reporter stated that a pt capillary sample was measured, using the suspect device, with a result of > 8.0 inr. Reporter indicated that, a lab test was performed, within an hr, which measured the pt's blood pt value at 3.2 inr. Reporter indicated that the pt's therapy was not modified based on the value obtained on the suspect device. No adverse event was reported. Liquid controls were reportedly performed on the suspect device, 1 week earlier, and the results were within the acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.